Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device made a loud vibrating noise and the blade would not spin as fast as it should. The procedure was completed using the same device. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2012. (B)(4) insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.